Event description:
The percutaneous driveline of the pt's device had been repaired three times prior to the subject event over the preceding nine months, which indicated a pattern of negligence regarding care of the device pursuant to the labeling. The pt was transported to the health care facility via ambulance. The pt's spouse reported that the pump had stopped for more than fifteen minutes. The hospital biomedical engineer placed electrical tape in the area where he believed the damage to the driveline occurred and successfully restored pump operation. Two world heart inc. Technical and clinical support staff were dispatched to the hospital. Repair to percutaneous driveline was performed and normal pump operation was reestablished. The root cause of the pump stop event was extraneous damage to the power lead of the driveline. The pt was admonished and proper care of the percutaneous driveline, in accordance with the device labeling, was reinforced by world heart inc. Staff.